Manufacturer narrative:
Evaluation summary: the reported condition of a pump that shuts itself off was confirmed during product evaluation. The pump shutting itself off was due to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. The device was tested and returned with specification.

Event description:
The facility reported a pump that shuts itself off. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.